Manufacturer narrative:
The pump failed the displacement test, and a motor position encoder error alarm was confirmed in the alarm history screen. The pump gave a motor error alarm during the rewind due to an out of phase motor encoder. No unexpected check settings alarm noted during testing. All buttons functioned properly. No damage was noted on the keypad traces. The lcd keypad connector was inspected and no anomaly was noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice, motor position encoder error, and check settings. The customer's blood glucose level was not reported. He was able to complete the rewind sequence. The insulin pump was exposed to a MRI. The buttons on the insulin pump were difficult to press sometimes. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.